Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that this complaint involved a (B)(6) patient. At the time of the procedure the patient weighted 92.2 kg, and stood 160 cm tall. It was reported that in the ICU during insertion into the patient's subclavia, the swg "uncoiled and got fixed into the catheter". As a result, the device was removed and replaced to successfully complete the procedure. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.